Event description:
This am (B)(6) 2018, trach stem noted by parent to have separated from flange and appeared to have disappeared in the stoma. Patient had cough and noisy breathing. Parent brought child to ed. Transferred to children's hospital for bronchoscopy and removal of foreign body under anesthesia.